Event description:
The patient did not feel any stimulation. There were no known falls or injuries. Impedance values were greater than 10,000 ohms for all of the electrodes. X-ray revealed a break in the extension at the transition site. The extension was replaced. The patient's outcome is unknown. Further information is being requested at this time.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.